Event description:
A us distributor reported that a battery charger was unable to charge a battery pack and a us distributor reported battery faults occuring on with the batteries

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger. Device evaluation of both batteries been completed. The reported problem (battery faults) has been confirmed. As received, the battery was able to power on a monitor but was not able to charge. There was no evidence of contamination, but the batteries were scrapped due to the possibility of being contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged batteries.